Event description:
It was reported an angio-seal was selected for use. An angio-seal was deployed in 2009, in the left common femoral arteriotomy without difficulty. Hemostasis was not achieved and there was active bleeding immediately after deployment. Manual pressure was applied and a topical patch was used. The pt complained of leg pain in the post procedure area. The following month, the pt returned to the cath lab to investigate the continued leg pain they were having. An occlusion was observed in the left femoral artery. The pt was sent to surgery for exploration and removal of the angio-seal. Additional info was not available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may by associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device pt's info guide states some brushing or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.